Event description:
On (B)(6) 2010, pt reported, she woke up this morning and noticed insulin leaking at the infusion site location. Pt stated, the infusion site had come out of her body. Pt reported, she changed the infusion tubing and infusion site location. Pt stated, there was a small bump at the insertion site, and some redness. Pt reported the infusion set was 2 days old during the incident. Reviewed insertion technique and pooling of insulin at the insertion site location. Pt stated, she uses IV prep wipes and was advised not to use body moisturizers. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.